Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that customer received a motor error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. It was also reported that half of the display screen was missing and could not be read. Insulin pump went through the security scanner at the airport. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The motor was tested outside the device and passed. The insulin pump was unable to continue with testing due to motor error alarm. The insulin pump was received with missing segments due to open lcd zebra connector. All operating currents are within specification. No unexpected low battery or off no power alarms noted. However corroded battery tube noted during visual inspection. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.